Event description:
A malfunction was reported on a customer's pump, but there were no notable events that occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.